Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the complainant reported a fluid leak from the purge sidearm coinciding with a low purge pressure alarm. A purge sidearm bypass was performed without further issue. Impella cp removed with significant emergent bleeding. Patient required 8x 40 balloon to tamponade at raa impella cp site; covered stent required placed by the cardiac physician to achieve hemostasis at impella cp site. It was reported that the patient was having multiple episodes of ventricular tachycardia being defibrillated by internal automatic implantable cardioverter defibrillator team decision to reintubate and sedate for patient comfort - impella turned up to p8 for support during ventricular tachycardia episodes, ep team feels recurrent ventricular tachycardia is caused by recent ischemic damage and hope with time ventricular tachycardia will slow now that patient has been revascularized - plasma free 11.

Manufacturer narrative:
Only the purge sidearm was returned. Visual inspection revealed the presence of two lengthwise cracks on opposite sides of the yellow luer. No other damage or abnormalities were found. Therefore, it was determined that the cause of the purge leak was sidearm yellow luer damage due to the presence of sodium bicarbonate in the purge solution. Instructions for use for the related event are as follows: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.